Event description:
A pt reported they were unable to obtain a blood glucose result because their meter allegedly had no power. Pt's family member was unable to determine if pt was running high or low blood glucose and was unable to give pt proper insulin dosage. No comparison was made with any other device. No symptoms were reported. No treatment was administered. No further info has been reported.